Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button issue. Customer¿s blood glucose level was unknown. The customer reported that the buttons were hard to press and sticky. The customer reported that the sometime buttons was unresponsive. Customer also stated that the rewind was slower and hear grinding noise during rewind. Customer declined to transfer their call to helpline. The insulin pump will not be returned for analysis.